Manufacturer narrative:
The device db-2202-45 serial number (B)(6) was not returned to boston scientific for analysis. However, a labeling review did not reveal any anomalies as it states: weakness, muscle spasms, shaking, restlessness, or problems with movement" and "loss of adequate stimulation are known risk with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. The patient stated that since implant procedure he did not perceive any therapeutic benefit without unwanted side effects. Multiple reprogramming attempts were performed; however, the issue was not resolved. The physician subsequently elected to remove and replace the right lead. Postoperatively, the patient is expected to make a full recovery. The explanted device will not be returned, as it was retained by the patient.